Event description:
A (B)(6) patient had a biomet implant installed on one side because of coronoid hyperplasia. Patient did not have joint pain just symmetry issues. After surgery her bite opened. The dentist put a right biomet in on (B)(6) 2017 and left side was done in (B)(6) 2017. She cannot chew on the right side. The right side makes a clunking sound. There is bone growth around the implants. She had yeast growth all over her incision after each surgery. It was treated with antibiotics and it returns from time to time. The patient also has increased pain, rash and migraines now. She also has bells palsy and swelling that reoccurs. Her bite is off and has changed since the implants were done.